Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to an unspecified issue on the same day on (B)(6) 2018. No additional information was provided.